Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected at another facility with 2 syringes of juvéderm voluma® xc in the cheeks. The patient went back to that same facility multiple times with discomfort in their cheek. They dissolved with hylenex®. The patient was still concerned and in pain, so they went to the reporting hcp and they treated the patient for an abscess in their cheek. The hcp drained abscess and prescribed antibiotics. Symptoms status is unknown.